Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer smelled insulin at the luer lock. Reportedly, the customer believed that they twisted the luer lock connection incorrectly. The customer was able to fill tubing successfully and the customer's blood glucose level was not impacted.